Event description:
It was reported to boston scientific corporation in 2008, that a leveen coaccess electrode system device was used during an rf ablation procedure. According to the complainant, "when the product was removed from the packaging they noticed the tines were bent." The procedure was completed with another leveen coaccess electrode system device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.